Manufacturer narrative:
This rv lead will be returned. Upon return nd analysis completion this investigation will be updated.

Event description:
It was reported that during the implant this patient went into a cardiac arrest and it was attempted to simulate the heart with this right ventricular (rv) lead, but high pace impedance measurements were seen thus a temporary pacemaker was inserted. This lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant this patient went into a cardiac arrest and it was attempted to simulate the heart with this right ventricular (rv) lead, but high pace impedance measurements were seen thus a temporary pacemaker was inserted. This lead was returned for analysis. No adverse patient effects were reported.